Event description:
Technician alleged that the head panel section will not go down. No alleged injuries by account.

Manufacturer narrative:
Technician found the left gas spring was stuck and leaking fluid. The technician replaced the left gas spring to resolve the issue.